Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found embedded in several syringes from the 10 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. The syringes were not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: DHR review for batch 6300899 (p/n (B)(4)): manufacturing dates: 11/07/2016 ¿ 11/08/2016. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7002808 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Two large boxes of trays and assembled syringes were received by bd canaan and reported to be from batch #6300899 (p/n (B)(4)) ¿ 10ml convenience tray product. The samples inside were visually evaluated. No accompanying documentation was present in the boxes. Box 1: seven 5ml trays filled with syringes. Trays did not have any top web attached and no batch identification ¿ did not match complaint product. Nine empty 20ml trays without top web. 20ml tray product is not manufactured at bd canaan. Seven empty 10ml trays without top web and no batch identification. These samples were evaluated. Brown and black loose particles and small black fibers were observed in the trays. Four 10ml trays filled with syringes without top web and no batch identification. These samples were evaluated. Black fiber, black smudge and cardboard fm were found amongst 3 of the 4 trays. Box 2: two 10ml trays filled with syringes without top web and no batch identification. These samples were evaluated. Light brown and black loose particles were observed in the trays. Four empty 10ml trays without top web and no batch identification. These samples were evaluated. Light brown and black loose particles were observed in the trays. Four 5ml trays filled with syringes, one of them with top web from batch #7030793 (p/n (B)(4)) ¿ did not match complaint product. Quality has previously reviewed, evaluated and investigated this failure mode. CAPA #128948 exists to investigate fm on this machine.